Event description:
The customer reported the surgeon implanted an 13.2mm vticmo13.2 implantable collamer lens on (B)(6) 2014 in patient's right eye and excessive vault was observed. The lens exchanged for a shorter length lens and this resolved the problem. Patients last bcva was 20/25.

Manufacturer narrative:
The product is manufactured in u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints was found within the work order. Visual inspection of the returned product found the lens was returned dry and there was no visible damage the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).